Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Per tandem user guide: only use u-100 humalog or u-100 novolog with your pump. Only u-100 humalog and novolog have been tested and found to be compatible for use in the pump. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events.

Event description:
It was reported that occlusion alarms occurred. Customer¿s blood glucose was 677 mg/dl. Customer addressed the elevated bg with a bolus via the pump. Customer went to the emergency room and was subsequently admitted to the intensive care unit. Customer was treated with intravenous fluids of saline and insulin. Customer was discharged on (B)(6) 2022 with the issue resolved and no permanent damage. Reportedly the customer is using admelog insulin. Tandem technical support informed customer that admelog insulin is off label per the user guide. Upon follow up the customer¿s blood glucose was 303 mg/dl and the customer reverted to an alternate source of insulin delivery.